Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. During troubleshooting with tandem technical support, customer reloaded the cartridge, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 226 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.